Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was unknown what caused the implant to flip in the pocket. The patient was scheduling surgery to correct the issue, but was waiting on a date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the wireless recharger (wr) wasn¿t maintain a connection with the implantable neurostimulator (ins). The wr would initially make a connection, but after 2-3 seconds it would lose connection and beep continuously even after repositioning the wr while using the recharging drape to keep it in place. There were no falls, traumas, or concerns about the ins battery or pocket site. The wr wasn¿t dropped and didn¿t get wet. The consumer typically charged the ins every week, but hadn¿t charged it for 2 weeks, but they checked the battery level the day of the call with it at 50%. During the call the wr made a connection with the ins for about 2-3 seconds, then beeped continuously. At times the consumer could get the connection back by repositioning the wr, but the connection was lost shortly after. The wr was reset, but the issue persisted. The consumer opened the re charger app, but got a persistent ¿recharge not found¿ error message and then it would change to ¿recharger disconnected¿ after pressing retry multiple times. After the consumer received a replacement wr, they stated they didn¿t receive the instructions they had to dock the wr for 20 seconds before using so they powered it up immediately and the wr was unresponsive/not connecting. A hard reset was performed, but it didn¿t resolve the issue. Additional information was received from the consumer reporting that they received another wr replacement, but the wr continued to make a brief connection to their ins and then lose the connection after 2-3 seconds and beep continuously. The patient confirmed the wr was positioned directly over their ins. They were not using the drape because they could not get the wr to connect to their ins at all when using the drape. During the call, the patient checked their ins battery level with the communicator and dbs therapy app, and the ins battery level was at 50% and therapy was turned on. The patient mentioned relevant medical history which included that they were putting a medication on their ins incision scar. This medication was something they put on a scar after any surgery to make the scar disappear. The patient noted that the ins incision scar was extremely smooth, and they had no concerns about the ins pocket. The patient noted that the ins was level with their skin. Additional information was received from a manufacturer representative reporting that the patient had an x-ray done after the recharging issues were reported. The images confirmed that the ins had flipped in the pocket resulting in the patient's recharging issues.